Event description:
It was reported that customer experienced multiple occlusion alarms, including alarm 2 followed by alarm 26, while using tru steel infusion set with novo rapid insulin and had been extending use of supplies beyond recommended time. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin, was educated to change tru steel supplies within recommended time, agreed to follow these instructions, and was advised to contact technical support if future occlusions occurred, after which case was closed.